Event description:
It was reported that customer experienced continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed error did not recur, and successfully started new sensor session, with no additional information received regarding further outcome.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.